Event description:
Customer reported that he experienced some sensor reading discrepancies. Customer stated he gave himself insulin based on the sensor readings because of receiving high glucose alerts and when he checked his blood glucose level he noticed it was not correct. He stopped using the sensor because of this issues. This happened (B)(6) 2015. Customer also reported that the insulin pump did not seem to be properly delivering insulin. The day prior to the call his blood glucose went from 86 in the morning to 295 mg/dl at noon without eating anything. He had to revert to manual injections. Customer stated he has been having this issue even after changing the site and it has been worse since march; he thinks he might have ordered the wrong type of infusion sets; he declined troubleshooting. Nothing further reported

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.